Manufacturer narrative:
The patient's age, gender and weight were requested but were not provided. Approximate age of device - the centrimag console is not a single use device. The approximate age of the device from the date of manufacture is 4 months. No further information is available at this time. A supplemental report will be submitted when manufacturer's investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the motor started to make a funny noise (suspected clot), and was hot to touch. The console screen went blank. The team was not able to make any adjustment was unable to emergently stop the pump. The emergent shut off was un-responsive. The team removed the motor from the back of the console and placed the same motor into a secondary console. Switching the motor resolved the issue. The alarm which had been produced during this event was thought to be the s3 alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm and a blank display was confirmed. The centrimag console (serial #: (B)(4)) was returned to mcs zurich for analysis and was investigated under RMA 19-027 by investigator martina wolff. The reported event was able to be confirmed via the console¿s log file as well as be reproduced. A review of the log file showed that on (B)(6) 2019 at 23:05, an ifd-shutdown (display dark) event occurred triggering the alerts ¿system alert: s3¿ and ¿set pump speed not reached: m5¿. The speed dropped from 4450 rpm (displayed flow of 5 lpm) to 3230 with a flow of 0 lpm displayed, confirming the reported event. A further investigation on the returned devices was performed by the r&d department of mcs zurich. It was found that there were no faults found with the returned console and it operated as intended. As a result, the reported event could not be correlated to a console related issue. The console was forwarded to mcs pleasanton. Reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.